Event description:
It was reported that the pulse oximeter has no audio. There is no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot / serial number was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
(B)(4).